Event description:
A customer reported a male luer separated from a connection of another unknown product, which caused a leak. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
Evaluation summary:the reported condition of separation was confirmed. However, based on investigation on the returned sample and manufacturing processes, no assignable cause can be determined. A hard solvent ring on the tubing suggested there is sufficient solvent available for bonding the tubing to the male luer slip. The tubing met the minimum bond length after being measured, and the dimensional results show it is within specification. The lot number is not known, therefore a batch review cannot be performed. (B)(4).

Event description:
Patient or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the device was explanted after an implant duration of approximately one year and two months (14.47 months) due to unknown reason. The same model but one size larger was implanted as a replacement. No further details were provided. Information was learned through our (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
The sample has been requested for evaluation. A follow up medwatch will be submitted upon completion of the evaluation or if any additional information becomes available.this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).